Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had compressions (in pressure trigger) during CPR. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields is e1 occupation. Updated fields are b4, b6. Additional comments, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. (B)(6) reported there was uncertainty among staff regarding appropriate management of the balloon pump during CPR. The patient survived the event and was stable at the time of the call. Esp personnel explained that in auto mode with pressure triggering, the pump automatically triggers from compressions during CPR and does not require manual intervention. It was also confirmed that it is safe to cardiovert the patient while the device is in use. Deanna expressed relief and appreciation for the clarification. No device issues, alarms, or malfunctions were reported.

Event description:
N/a.